Event description:
The customer reported that he was having issues with the mp50 speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that he was having issues with the mp50 speaker. No pt harm was reported. No data is currently available to determine if there was audio coming out of the malfunctioned speaker. Speaker failure to generate audio can contribute to a potential serious injury if it is a standalone and without central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.